Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for placing pump in storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.